Manufacturer narrative:
The pump was received with intermittent button response and button error alarms due to corroded keypad traces. No numbers scrolling noted, and the date/time was programmed correctly during testing. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, she was trying to program her carbohydrates and the number kept scrolling up. Customer removed the battery and left it out for a while, once the battery was inserted customer was unable to set time and date. Customer's blood glucose was 6.4 mmol/l. Customer believes issue is due to wear and tear though she has never dropped the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.